Event description:
(B)(6) 2022 breast implant revision surgery. Third time. New dr. First deflated my old implants about 5 months prior to him operating on me. He said I had capsular contraction. Dr said he removed scar tissue and old implants. Place new implants in pocket. Left settled in but my right implant is hard and sits high. It aches every so often. I do not want to return to the dr that did my surgery because I'm not happy with his work or attitude. I don't trust that he has experience with revision surgery my body looks deformed. Also my implants were 500cc but were filled to 600cc. I have yet to find a dr to help me. Ref report: mw5158740.